Event description:
It was reported the patient experienced pain at the ipg site due to the ipg being close to the surface of the skin. As a result, the ipg was relocated deeper inside of the pocket on (B)(6) 2019. Therapy was restored post-operatively. Pain has resolved.